Event description:
A customer reported that the aspiration of the handpiece did not perform properly during surgery. Following a delay of less than 15 mins, the procedure was completed using the same equipment with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).